Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient had an urgent low alert on their cgm device around 11:00am. The patient experienced nausea, vomiting, ¿coagulated blood¿, frequent urination, and tingling hands. The patient was taken to the hospital where they arrived around 01:00am. When a fingerstick was taken the cgm was reading low, and the blood glucose reading was 31.0 mmol/l. The patient received treatment with insulin (route of treatment was not reported). The patient was discharged on the same day at 02:30. At the time of the report the patient was still experiencing symptoms. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.